Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(4), during a transfemoral tavr procedure, valve alignment was performed in the straight section of the descending aorta without resistance. A 26mm sapien 3 valve was then deployed in a final 70:30 aortic/ventricular (a/v) position. Following valve deployment, when the commander delivery system balloon was deflated, the balloon could not be fully deflated. The delivery system was pulled back into the descending aorta with the guidewire, and then withdrawn independently. After withdrawal, the balloon was found to be completely torn laterally at 1cm from the proximal end of the balloon where the inflation balloon was connected to the balloon shaft. No vascular injury occurred. The valve remains implanted in the patient. The native annular diameter measured 23.0mm by CT. Mild valvular calcification and moderate aortic root calcification was reported. Information regarding the access vessel minimum luminal diameter and degree of vessel calcification and tortuosity was not provided. It was speculated that since the balloon was incompletely deflated, the balloon might have hooked on the sheath distal tip, resulting in the torn balloon.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed the balloon tip was inverted and folded over the nose tip. The crimp balloon was torn proximal to the I/c bond and the balloon wings were flared out. Gouges were observed on the flex tip. The balloon shaft was also kinked at the strain relief, likely due to return packaging. No other abnormalities were observed. Review of the photographs of the device (post procedure) provided by the site revealed residual fluid left inside of the inflation balloon. No functional testing could be performed due to the condition of the returned device. Dimensional analysis was performed on the double wall thickness of the crimp balloon proximal to the observed separation. The crimp balloon double wall thickness was within specification. Lot history review revealed no other device complaints for ¿balloon ¿ torn¿. The complaint history review for the edwards commander delivery system (all models, all sizes) from march 2017 to february 2018 revealed 61 other similar complaints with returned devices for the complaint code ¿balloon ¿ torn¿. Fifty-four (54) complaints were confirmed; however, no manufacturing non-conformances were identified. Available information suggested multiple procedural and patient related factors (i.e. Full inflation of the balloon resulting in the weakening of the inflation balloon to crimp balloon bond during valve alignment (due to patient/procedural factors); insertion and/or withdrawal difficulty through the sheath; excessive force during withdrawal through the sheath post valve deployment; incomplete deflation of the balloon post-deployment and subsequent withdrawal difficulty; access vessel tortuosity) likely contributed to the reported events. Seven (7) complaints are pending engineering evaluations. DHR review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing related issues that could have contributed to the reported event. The IFU and training manuals were reviewed. No IFU/training manual deficiencies were found. During the manufacturing process, the entire delivery system (including the crimp balloon and inflation balloon) undergo multiple visual inspections and testing. During the manufacturing process, the crimp balloon, crimp balloon to inflation balloon laser bond and balloon catheter laser bond undergo multiple 100% inspections. Product verification (pv) testing was also performed on each lot using a sampling plan. All samples passed pv testing. These inspections support that it is unlikely a manufacturing non-conformance contributed to the reported event. Since no manufacturing non-conformances or labeling /IFU/training material training deficiencies were identified, an fmea assessment was not required. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and as documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the complaint for ¿balloon ¿ torn¿ was confirmed based on visual inspection of the returned device. However, no manufacturing non-conformances were identified. As stated in the event description, ¿when the delivery system balloon was deflated, the balloon could not be fully deflated¿. Since no blood was reported to be present in the inflation device, the balloon tear did not contribute to the residual fluid left in the device, I,e. The balloon was not torn prior to deflation of the balloon. Residual fluid left in the balloon was also confirmed based on photographs provide by the site. During the removal of the balloon and delivery system, residual fluid remaining in the balloon creates an increased balloon profile which may require additional force to overcome the difficulty in the system withdrawal. The additional force in this case likely caused the crimp balloon to tear proximal to the inflation balloon to crimp balloon bond. Additionally, as noted on the event description, ¿the operator stated that the balloon might be hooked on the sheath distal tip and tore since the balloon was incompletely deflated.¿ the flared wings of the balloon supports that the balloon subsequently became stuck on the distal tip of the sheath during the attempt to withdraw the delivery system into the sheath. Procedural factors (incomplete deflation of the balloon) likely contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.